Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer also reported being hospitalized as a result of high blood glucose. The customer stated they were at the hospital at the time of the call. Customer did not provide the details of their hospitalization. Customer stated the insulin pump was continuously alarming no delivery and the customer did not receive any insulin as a result. Customer was advised the insulin pump was designed to alarm no delivery when the customer was not receiving any insulin. The customer declined to troubleshoot at the time of the call. Customer declined to return the insulin pump for analysis.